Event description:
It was reported that a patient found the plastic connector that comes from soft port to connect to extension tubing hard and was worried about pressure from this portion on her skin. The patient repeatedly needed to push the plastic connector back into dressing and as dressing lost its seal. It was also stated that the wound deteriorated , it was wet and macerated. Furthermore, the nurses did not know how to keep this extension tubing and unfortunately the extension tubing was thrown out at the first dressing change. .